Event description:
It was reported that the rubber stopper within the syringe is not sitting correctly and pulls air into the system before injection. Staff were able to identify the air drawing up into the syringe before injection. The procedure was able to be completed with a new manifold syringe.

Manufacturer narrative:
It was reported that the rubber stopper within the syringe is not sitting correctly and pulls air into the system before injection. Staff were able to identify the air drawing up into the system before injection. The procedure was able to be completed with a new manifold syringe. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for (B)(6) on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.